Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 (two) unknown sterile screws. Part and lot numbers are not available for reporting. Expiration date is unknown. The subject devices and/or packaging are not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 during a retrograde/antegrade femoral nail procedure 2 (two) unknown sterile screws were implanted. The screws came from a sealed package but it was noticed later after inspecting the screw package labeling which includes the sterility expiration date, the expiration date had expired. The surgeon opted to leave the screws in the patient and had no concerns regarding the expired sterility date. There was no delay in surgery and the patient was stable. This report is for 2 (two) unknown sterile screws. This report is 1 of 1 (B)(4).